Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Visual examination revealed the presence of damage to the cuff. An abraded area 3.0mm in size was noted on the upper 2/3 of the cuff from the distal tip and on the end user's right side when in-situ. Upon examination via magnification the abraded was comprised of score marks that measured approximately 0.5mm in length. During performance testing the device was noted to leak from the location of the damage. It should be noted that the product did not become deflated until greater the 1 hour post placement and the initial reporter stated that the device was leak tested prior to insertion. Our quality personnel determined the damage was caused during customer use.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after greater the 1 hour in situ. Replacement was required. The reporter stated that a ventilator alarm alerted them to a low volume condition, a trach change silenced the alarm. The trach was tested prior to use and did not leak before insertion. No further incident related medical sequelae was reported.